Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle through the catheter during catheter introduction, and leakage. The following information was provided by the initial reporter: blood was leaking out the side of the white plastic catheter. D.10 device available for evaluation?: yes. D.10 returned to manufacturer on: 2021-08-30. H.3. Device return to manufacturer?: yes. H.3 device eval by manufacturer?: yes. H.6 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Visual inspection of the returned sample found that there was blood residue inside the catheter adapter, but no obvious damage was noted on the unit. A leak test was performed and leakage was observed near the nose of the catheter adapter. The reported defect of leakage was confirmed. Microscopic inspection of the unit found that there was a v-shaped cut on the catheter tubing near the nose of the catheter adapter. Additionally, there were scratches on the inside of the tubing below the noted v-shaped cut. This type of damage is indicative of a needle spear through and would result in the observed leakage. Since the unit had been used and blood residue was observed inside the catheter adapter, it is unlikely that the defect occurred during manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. A needle spear through may occur in the user setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing during venipuncture. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H.6 investigation conclusion: reported defect of leakage was confirmed and root cause was determined to be most likely user related. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a needle through the catheter during catheter introduction, and leakage. The following information was provided by the initial reporter: blood was leaking out the side of the white plastic catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced leakage. The following information was provided by the initial reporter: blood was leaking out the side of the white plastic catheter.